Event description:
Information was received from a patient who was receiving baclofen and morphine drug via an implantable pump for unknown indications for use. It was reported that they had problems with the pump. Additional information was received from a healthcare provider via a company representative regarding a patient receiving baclofen (1200 mcg/ml), dilaudid, and bupivacaine via an implantable pump. It was reported that the patient felt that their dosing was inconsistent as sometimes they felt withdrawal symptoms but sometimes they felt like they were getting too much. It was unknown if external factors were involved or if troubleshooting was performed. The pump was replaced. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Analysis identified that the pump's outlet port was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative reported that the cause of the inconsistent therapy/withdrawal symptoms was unknown; the patient was convinced the pump was malfunctioning but a catheter and rotor study were completed successfully. The pump was replaced prophylactically. The patient was doing better.